Manufacturer narrative:
The device was returned for analysis. The returned device analysis could not confirm the reported gripper actuation issue. The reported inability to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and a cause for the reported gripper actuation issue in this incident could not be determined. The reported inability to grasp the leaflets appears to be a cascading effect of the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. During grasping, when lowering the gripper arms, the leaflets would fall out of the grasp. The physician saw a space between the clip arm and the gripper and suspected the gripper was malfunctioning which caused the difficulty grasping the leaflets. The cds was removed without issue. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.